Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a vibratory alert for their implantable cardioverter defibrillator (ICD) being found in vvi backup mode. The device was reset and reprogrammed to the latest settings. Testing was normal. No patient consequences reported.